Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced occlusion event as patient was using off label insulin on (B)(6) 2026, which leads to high blood glucose levels and was treated by correction bolus via pump. The patient resolved issue by changing soft cannula infusion set only and resumed insulin. No further information available.